Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a catheter leak is inconclusive due to poor sample condition. One photo sample of a 4 fr groshong catheter was provided for evaluation. The catheter is shown outside of patient use. What appears to be blood residue is visible within the tubing. A complete fracture is not visible in the catheter and the distal end is not visible. The catheter tubing could not be closely inspected from the provided image. Since the presence of a leak could not be clearly determined from the sample provide, the complaint could not be confirmed and remains inconclusive at this time.

Event description:
It was reported that this patient had a catheter placed on (B)(6) 2020. The catheter leaked fluids from its exposed portion during the last infusion and sand holes were suspected. After trimming the catheter and replacing the strain relief, fluid leaks stopped. During therapy for this patient, fluids leaked from the external portion of the catheter again. The catheter was removed after the completion of this therapy.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of recx1369 showed one other similar product complaint(s) from this lot number. The complaints for this lot number recx1369 have been reported from the same facility.

Event description:
It was reported that this patient had a catheter placed on (B)(6) 2020. The catheter leaked fluids from its exposed portion during the last infusion and sand holes were suspected. After trimming the catheter and replacing the strain relief, fluid leaks stopped. During therapy for this patient, fluids leaked from the external portion of the catheter again. The catheter was removed after the completion of this therapy.